Event description:
On september 17, an amazon customer commented that the product was inaccurate: customer ordered these products because the user thought they would be useful tests, such as 'on the go' rapid tests or 'ihealth antigen tests. Despite the positive results from binax, the results of this product (diatrust) were negative. Importer comments: due to the system functionality to not allow seller can leave the comments on the web site or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.